Manufacturer narrative:
Concomitant products: w1tr03 crtp implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) and over-sensing. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.